Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred. Customer reverted to using another method of insulin delivery. During troubleshooting, another cartridge was loaded resolving the issue. There was no reported adverse impact to customer's blood glucose.